Manufacturer narrative:
E1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the bottom of the membrane of the prismaflex tpe2000 set during plasma exchange. The volume of plasma loss was 127ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the actual sample was received for evaluation. Visual inspection of the set showed that the set arrived without the lines. Additional inspection showed the access and return screwed connectors and the blood header ports are not damaged. The filter is not broken. The set underwent functional testing including an air leak (2 bar) test and no leak was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.